Event description:
I have horrible side effects from essure. I have suffered auto immune disorders, severe pain, reproductive malfunctioning, possible perforation of colon, insomnia, lack of sexual drive, mood disorders and many other issues.